Event description:
It was reported that the peel away sheath of a midline catheter met resistance at the very end as though it was not perforated resulting in the inability to fully peel it away.

Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an incomplete split in a microintroducer sheath is confirmed; however, the exact cause is unknown. One 4.5 fr x 7 cm microintroducer and one 4 fr single lumen powermidline catheter were returned for evaluation. An initial visual observation showed use residue on the returned samples. The catheter was found to be inserted into the sheath, which was found to be partially split. The split in the sheath was found to end approximately 4 mm proximal to the distal tip of the sheath. A microscopic observation revealed some whitening of the sheath material on the fracture surface of the split near the distal end of the split. Slight webbing of the sheath material was observed at the corner of one side of the split. The sheath was able to be split the rest of the way with some slight resistance. While the exact cause of the incomplete spilt in the returned sample is unknown, possible contributing factors include storage conditions, material variation, position of catheter during insertion, and patient anatomy. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reex2151 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the peel away sheath of a midline catheter met resistance at the very end as though it was not perforated resulting in the inability to fully peel it away.